Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum iq pump under infused bicarbonate for the patient in room 283. The bicarbonate drip was initiated at 2210. According to the nurse, upon later assessment, the medication bag was nearly full with minimal dripping, despite the pump running and displaying an infusion rate of 150 ml/hr during patient infusion. There were no reports of patient injury or medical intervention associated with this event. No additional information is available.